Manufacturer narrative:
Analysis inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used. Cannot performed test as the sensor is beyond its expiration date.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was around 126 mg/dl and sensor glucose was 40 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 160 mg/dl at the time of call. The customer stated that they had a bent cannula on the sensor. The sensor will be returned for analysis.

Manufacturer narrative:
Analysis inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used. Cannot performed test as the sensor is beyond its expiration date.